Event description:
The customer reported that the device was providing a faulty speaker inop message.

Manufacturer narrative:
(B)(4): the customer reported that the device was providing a faulty speaker inop message. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.